Manufacturer narrative:
Follow-up information received on 05/26/2026 from the patient's spouse indicated that the patient was admitted to the hospital two days after vivistim system implantation with pneumonia. The patient remained in acute care for 5 days and subsequently underwent 10 days of inpatient rehabilitation. Treatment included intravenous antibiotics. The spouse reported that the pneumonia was caused by aspiration. Information regarding ongoing oral antibiotic therapy was not available. No device malfunction was reported or identified. The manufacturer is not aware of information suggesting the vivistim system contributed to the reported event.

Event description:
Patient was hospitalized two days following vivistim system implantation with aspiration pneumonia. The patient was treated with intravenous antibiotics and remained hospitalized for 5 days, followed by 10 days of inpatient rehabilitation.